Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources, which led to intermittent pump shutdowns. The customer's blood glucose (bg) was 485 mg/dl with high ketone level identified as dangerous. Bg and ketones were addressed by administering manual insulin injections. Reportedly, the customer continued to use the pump and used manual injections for insulin therapy.